Event description:
It was reported that the patient sought medical attention at a doctor¿s appointment with an infection that developed at the infusion site (arm) while wearing the pod between 4 and 24 hours. The patient reported that when the pod was removed, the site appeared to be red and swollen. The patient was prescribed unspecified antibiotics as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to skin infection. The cause of the reported event could not be determined.